Manufacturer narrative:
Connected to a pressio monitor, the catheter displays 4 mmhg in the open air and is responsive to mechanical stress on the membrane. Tightening mark in bolt on the pa tube 5 mm from the capsule tested in a water column for approximately 3 days, normal behavior within 4mmhg. The catheter in return complies with our specifications (within zero offset), no drift or abnormal pressure values observed in use.

Event description:
On february 18, icp catheter has been implanted and is not functional. Negative number then 340. Changed 3 times. On february 19, icp catheter removed and replaced because the bolt does not fix the catheter. Implantation in the other side. On february 21, new implantation.